Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s gastric stimulation system was removed due to infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.